Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the alleged power failure could not be reproduced during investigation although the power issue was confirmed in the animas history on the alleged date. (B)(4)

Event description:
This complaint is being reported due the power issue. On (B)(6), 2011, the reporter claimed that the animas pump self-rebooted on 3 occasions. There was no reported patient impact associated with this complaint.